Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had problems with manipulation. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument was placed and driven on an in-house system showing 3 uses remaining. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/tips opened and closed properly. The instrument was fully functional. There was no physical damage. There was no problem detected. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to problems, including misuse of the product and recognition issues.

Event description:
Refer to h11 for follow-up information.